Manufacturer narrative:
B5: upon additional inforation, the expected infusion time was 48 hours; however, the actual infusion time was 62 hours. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that infusion was delayed for 14 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.